Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus and tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("excruciating pain/left side feel like is being stabbed"), genital haemorrhage ("non stop bleeding") and abdominal distension ("belly size/bloating") and was found to have a pregnancy with contraceptive device ("getting pregnant while having the essure"). The patient was treated with surgery (hysteractomy , I lost my one ovary). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, autoimmune disorder, pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal distension, autoimmune disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:pelvic pain, autoimmune disorder, genital hemorrhage, uterine perforation, pregnancy with contraceptive device, device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Belly complaints was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus and tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("excruciating pain") and genital haemorrhage ("non stop bleeding") and was found to have a pregnancy with contraceptive device ("getting pregnant while having the essure"). The patient was treated with surgery (hysterectomy , I lost my one ovary). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, autoimmune disorder, pelvic pain and genital haemorrhage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:pelvic pain, autoimmune disorder, genital hemorrhage, uterine perforation, pregnancy with contraceptive device, device ineffective quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus and tube'), pregnancy with contraceptive device ('getting pregnant while having the essure') and genital haemorrhage ('non stop bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease"), pelvic pain ("excruciating pain") and genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, I lost my one ovary). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, autoimmune disorder, pelvic pain and genital haemorrhage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered autoimmune disorder, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, autoimmune disorder, genital hemorrhage, uterine perforation, pregnancy with contraceptive device, device ineffective. Amendment: the report was amended for the following reason: correction done. Company causality comment updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.